Manufacturer narrative:
The device involved in the event was returned for evaluation and the braids were found to be damaged with clotted blood which likely prevented the pipeline from fully opening. (B)(4).

Event description:
Treatment of a left ophthalmic unruptured aneurysm measuring 14mm x 6mm. During the procedure, it was reported that a 4.75 and 4.75x20 pipeline would not release from their capture coils and were removed from the patient. Another 4.75x20 was then deployed, but the middle would not fully open. The physician tried to "wag" the device in order to make it fully open, but inadvertently ruptured the aneurysm. The carotid artery was sacrificed by balloon occlusion and the case was terminated. It was reported that the patient was still in the hospital, but doing fine. Same event as MDR# 2029214-2013-00091.